Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and guided the caller through the process, which resolved the issue, allowing the caller to successfully start their sensor session.